Manufacturer narrative:
(B)(4). Manufacturing date is apr 2014. The device was not returned for evaluation. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the home patient (hp) had an increased intra-peritoneal volume (iipv) event (indicates that the patient drain volume exceeds 160% of the maximum prescribed cycle fill volume) while performing peritoneal dialysis therapy on the homechoice (hc) device. The care giver (cg) explained that the hp did not drain the initial drain and they were now in dwell 1 of 5. The hp manually filled with 2000ml prior to starting the therapy and the initial drain volume equaled 20ml. The initial drain alarm was at 0ml while the fill volume was 2300ml. The technical service representative (tsr) instructed the cg to have the hp go into manual drain. The hp drained 4376ml and was able to resume therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.